Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed with recurring no deliveries. The patient's blood glucose at the time of incident is unknown. The caller stated that different infusion sets were used in conjunction with reservoirs of the same lot; however, the no delivery alarms persisted. Even when the customer disconnected from the insulin pump and performed the priming process, the alarm occurred. When insulin was manually pushed, there was greater than normal resistance. The caller alleges that either the reservoirs or the insulin pump was at fault. During troubleshooting, the drive support cap appeared normal. The insulin pump passed the displacement test. No insulin pump anomalies were noted. The reservoir will not be returned for analysis.